Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. The product support engineer (pse) troubleshot this issue with the customer over the phone. The customer was advised to replace the flow sensor. The gas delivery system (gds) manifold was returned for failure investigation. The root cause was identified to be the u1 component on the air flow sensor printed circuit board. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that during preventive maintenance, the flow sensor was reading -3.1 liters per minute (lpm) when the flow was set to zero. There was no patient involvement. The event date was not specified, estimate used.